Event description:
It was reported that the patient's device's rate response was adjusted after the patient experienced shortness of breath when walking. It was then reported that when the patient walks across the room, their heart goes from 60-90 beats per minute and they get short of breath. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4076 implantable pacing lead, (B)(6) 2012; enbf2816c166e stent graft, (B)(6) 2011; enlw1616c93e stent graft, (B)(6) 2011. (B)(4).

Event description:
Follow-up determined that the patient has been seen several times since the earlier call. The patient was hospitalized two separate times related to hypotension and some ventricular tachycardia (vt) episodes. The device is reportedly functioning normally and the doctor has reprogrammed for lower vt zones.